Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected battery and motor error. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump rewinds longer. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with scratched case and scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No rewind anomaly, no excessive no delivery alarm, no unexpected low battery alarm and failed battery alarm noted. No motor error alarm noted. Motor passed motor test.